Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Event description:
The manufacturer received information alleging the exhalation valve in the patient's circuit was not working. There was no harm or injury reported.